Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was noted that the patient was dry after a second cuff placement in 2019 but was now wearing 2 pads a day. A revision surgery was performed in which the existing device was removed and a new aus system was implanted. No information was provided about the patient's outcome.